Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an abrupt change in right ventricular (rv) lead pacing impedance but no out-of-range measurements. Recent provocation testing was unremarkable. A request was made to have device data analyzed, and a technical services (ts) consultant confirmed the sudden change in impedance and noted there is no evidence of noise. Ts recommended close monitoring of the rv pacing impedances and provided device programming recommendations. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.